Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a thoracoscopic wedge / segmental resection procedure. The reinforced stapling reload was used for the bulla resection of the lung. Prior to use, the reload was dipped in saline. The reinforced reload was used on the patient due to pneumothorax. Three days after the patient was discharged from the hospital, they complained of chest ache and fever and were then re-hospitalized. A computed tomography (CT) scan was performed which showed an infiltrative shadow around the staple line. Antibiotics, antifebriles, and anti-allergic agents were administered to the patient which no effect. The patient is currently under dlst but the result was negative. Steroids were also administered and were effective immediately. The patient's condition was getting better as days went by, with the absorption of the reinforcement material. After this the patient was in good condition. The patient was monitored for five months after the procedure.